Event description:
Caller reported that cartridge was not fitting properly on the pump. Blood glucose level did not exceed 500 mg/dl, indicating it remained within a safe range. Technical support guided caller through inspecting and cleaning the pump and cartridge areas, leading to successful reloading of cartridge and resumption of insulin therapy.